Event description:
It was reported that the basal iq software inappropriately resumed insulin delivery. The customer's blood glucose level was 96 mg/dl. Multiple follow up attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was not received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.